Event description:
At the start of the treatment, the arterial pressure was 350 mmhg, the venous pressure was 250 mmhg and the tmp was 200 mmhg. At 6:30 pm the pressures were recorded during routine pt monitoring. At this time the arterial pressure was 410 mmhg and the venous pressure was 250 mmhg. The technician who recorded the pressures indicated that the system was intact at that time. Shortly after 6:30 pm, the technician states that she was behind the machine changing the acid concentrate. While she was there, the bloodline "split" in two. She grabbed the arterial portion of the line and kinked it to prevent further blood loss. Another technician was called over to turn off the blood pump. The pt lost approx 50cc of blood when the line spilt and another 150cc when the remaining blood in the circuit could not be retransfused. The pt suffered no significant loss of blood pressure. The hematocrit at the start of the treatment was 30 and the hematocrit post treatment was 31. The pt completed the treatment using another dialyzer and bloodline set without incident. The pt was discharged home without further incident. The section of bloodline which was attached to the dialyzer was saved for evaluation. Prior to evaluation, the line was rinsed with water and soaked in 5.25% bleach for 10 minutes.